Manufacturer narrative:
Product has been received in anticipation of investigation. Once evaluation is complete, a supplemental report will be submitted if applicable.

Event description:
Customer reported the cannula was bent and high blood glucose was observed. The following information was reported: (B)(4).